Event description:
Procedure type: abdominal hysterectomy. According to the reporter: ten days after surgery, a blood tumor formed on the vaginal stump. Reoperation was needed. The patient is under observation. The product used in the surgery was not returned.

Manufacturer narrative:
Date of initial report sent: 11/12/2009.